Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after not announcing low-carbohydrate meals and subsequently delivered multiple corrections, followed by prolonged hyperglycemia that appeared consistent with a failed infusion site; the user then administered two off-pump rapid-acting insulin injections and was advised to change the infusion site and pause insulin delivery when taking exogenous insulin. Symptoms included hyperglycemia. Outcomes included self-management without hospitalization. Investigation included review of device use patterns and counseling on hyperglycemia and hypoglycemia treatment, meal announcement thresholds, infusion site management, and use of back-up insulin with pausing. Investigation of this case revealed user-related factors, including missed meal announcements and delayed infusion site change, with no reported device alarms or malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcements and infusion site management.